Manufacturer narrative:
Medtronic rep confirmed no hd spins were used and only 3 extra standard spins were performed. The amount of un-utilized spins reported, (3 standard) is below the limit of sop cpa-05 standard 6. Software investigation on-going. No further conclusions can be drawn at this time.

Event description:
A medtronic rep reported that the site reported spins that would not transfer while in a spine case. The site took 3-4 navigated spins without successful transfer to the stealthstation s7 system. They had a green communication line but received a message saying 'not connected to the navigation system". The progress bar goes very slowly and freezes during reconstruction. They swapped out the stealthstation s7 for another one and experienced the same slowness, but were able to get the spin to transfer. The surgeon had to take a total of 6 spins on the pt. They also mentioned that the o-arm under the pendant is hot to the touch. There was no impact on pt outcome.